Event description:
Information received from a healthcare provider for a clinical study reported, via a manufacturing representative, a return of incontinence on (B)(6) 2016. No diagnostics/troubleshooting performed other than reprogramming on (B)(6) 2016 and the issue resolved. Medical history included functional idiopathic urinary incontinence since 2011. The event was assessed as not serious, not related to the procedure, and related to the stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.